Event description:
Note: this report pertains to one of two devices that were used during the same procedure. Refer to associated manufacturer 3005099803-2012-01935 concerning the other device. It was reported to boston scientific corporation that the patient was implanted with a solyx single incision sling system on (B)(6) 2009. According to the complainant, post-implantation, the patient experienced complications (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.